Manufacturer narrative:
Corrected to adverse event and product problem. Added outcomes attributed to adverse event. Corrected report type to serious injury. Updated the conclusion code. Evaluation summary - the contralateral leg component was returned to gore and an engineering evaluation was performed. The device evaluated showed that only the leading end of the catheter was returned for evaluation. The leading end of the catheter was broken at the trailing olive. The polyimide guidewire had fractured at the trailing olive. Evaluation of the device also showed there was a twist on the polyimide guidewire where it had broken from the catheter. A twist in the guidewire lumen is indicative of the device being rotated. The findings from the evaluation are consistent with the reported observations. The root cause for the broken leading end of the catheter could not be determined with the currently available information. However, the findings from the evaluation note that advancing the device out of the introducer sheath and rotating the catheter likely contributed to the event. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), do not rotate the contralateral leg delivery catheter during delivery, positioning or deployment. Catheter breakage or premature deployment may occur. The IFU also states: do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. It was reported an 11 fr sheath (11 cm length, manufacturer unknown) was in place in the common femoral artery for advancement of a contralateral leg component. It was reported there was difficulty advancing the device through the due to the patient¿s tortuous and calcified left iliac artery. It was reported that after attempts were made to advance the device to its target location, the deployment line and delivery catheter were noted to have broken, and the proximal portion of the delivery catheter remained inside the patient with the endoprosthesis remaining undeployed on the guidewire. The location of the delivery catheter breakage was reported to possibly be at the trailing olive / polyimide wire junction; however, this was not confirmed. It was reported a gooseneck snare catheter was advanced in an attempt to retrieve the detached portion of the delivery catheter. However, the snare catheter reportedly would not advance to the detached delivery catheter portion due to plaque in the iliac artery. It was reported a cut down was then performed on the femoral artery, and the detached portion of the pxc141200 was removed directly from the femoral artery. A 14 fr sheath was then advanced, and another contralateral leg component was implanted without issue to complete the procedure. It was reported the patient lost approximately 500 ml of blood but did not require a transfusion. The patient tolerated the procedure.